Event description:
Changing dressing of broviac catheter. Catheter broke above suture line proximal to the suture line. Physician attempted repair but there were 2 breakage sites. Catheter removed, fluids infused in piv port, new broviac re-inserted in or 1/5/98.